Manufacturer narrative:
Additional information from importer report: date of this report: (B)(6) 2012, brand name: uretex sup urethral support system, catalog #485013, (B)(6). (B)(4).

Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. Additional information from importer report: it was reported by the pt's attorney that as a result of having the product implanted the pt has experienced pain, suffering, disability and impairment.